Event description:
The femostop gold (femoral compression system) came without a belt included in the system. The arch with sterile pneumatic pressure dome, integrated pump with a manometer were both included, but the belt was not. Another femostop had to be obtained. No harm to the patient.